Event description:
It was reported that during a cryo ablation procedure, aspiration was performed via the sheath side port and bubbles were observed. Aspiration was performed slowly, but despite removing bubbles, new bubbles appeared. The physician's thumb blocked the sheath valve; however, the bubbles persisted. The sheath was replaced with a different model which resolved the issue. The case was completed with cryo. Following the procedure, neurological abnormalities were observed in the patient. The neurological abnormalities resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 12fcc13 (0012332906); product type: 0629-flexcath sheath; product ID: 990063-020 (unknown); product type: 0623-achieve catheter; product ID: 4fc12 (unknown serial/lot); product type: 0629-flexcath sheath; product ID: non-mdt unknown product type: sheath; product ID: non-mdt unknown; product type: needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the neurological abnormalities were temporary clonic spasms of the extremities. The patients hospitalization was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.